Event description:
It was reported that on a remote monitoring transmission, the patient had received a possible inappropriate shock for atrial flutter with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, lead, implanted: (B)(6) 2013; 6935m-62, lead, implanted: (B)(6) 2013. (B)(4).